Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the benchmark delivery catheter (benchmark dc) was fractured in the strain relief approximately 0.5 cm from the hub, and kinked 4.0 and 6.5 cm from the distal tip. The benchmark dc was also kinked 22.0, 40.0, and 61.0 cm from the hub; this damage may have been due to return packaging conditions, as the benchmark dc was folded to fit inside the return packaging. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the benchmark dc was cracked at the hub. Evaluation of the returned device revealed it was kinked and fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the benchmark dc is removed from the packaging forcefully or at an angle, the catheter may fracture or kink due to excess force and bending. Some of the damage may have been due to return packaging conditions, as the benchmark dc was folded to fit inside the return packaging. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. Upon removal from the packaging, the benchmark catheter was found kinked and was not used. The procedure continued successfully using a new benchmark delivery catheter.